Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, errors resulting from device defect are unlikely, therefore the event is likely due to a use error. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problems have not been confirmed. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report e486 and e006 error messages with a hf unit "esg-400,", the latter error message of which is the reason for MDR submission. The reported phenomena occurred during a therapeutic transurethral resection of the prostate, and the procedure was completed with a similar device. No patient or user harm has been reported. No procedural delays have been reported.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.